Event description:
It was reported that this pacemaker system exhibited high thresholds and high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The impedances had gradually increased over the last year. The rv output was reprogrammed and the physician will continue to monitor. This pacemaker and rv lead remain in service. No adverse patient effects were reported.